Event description:
It was reported that during the implant procedure for an attempted left bundle branch placement, challenges arose. As a result, the right ventricular (rv) lead was placed in the rv septum. It was noted that the lead advanced further than expected which was attributed to patient anatomy. All measurements on the pacing system analyzer were satisfactory, including positive injury current. After closing the pocket, right bundle branch block morphology was observed on the monitor. The physician suspected a perforation and that the lead had dislodged into the left ventricle (lv), possibly traveling through the patent foramen ovale (pfo). The pocket was reopened, and the lead was withdrawn and repositioned in the rv septum. Placement was confirmed via fluoroscopy and electrocardiogram. The lead remains implanted and in service, with no further adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure for an attempted left bundle branch placement, challenges arose. As a result, the right ventricular (rv) lead was placed in the rv septum. It was noted that the lead advanced further than expected which was attributed to patient anatomy. All measurements on the pacing system analyzer were satisfactory, including positive injury current. After closing the pocket, right bundle branch block morphology was observed on the monitor. The physician suspected a perforation and that the lead had dislodged into the left ventricle (lv), possibly traveling through the patent foramen ovale (pfo). The pocket was reopened, and the lead was withdrawn and repositioned in the rv septum. Placement was confirmed via fluoroscopy and electrocardiogram. The lead remains implanted and in service, with no further adverse patient effects reported.